Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a procedure on (B)(6) 2020. According to the complainant, during preparation, while unpacking the device, it was noticed that the stent was broken into two pieces. Another percuflex stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.